Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with a blood glucose (bg) level of 176 mg/dl. The customer took both a correction bolus and a food bolus at 8am, prior to eating breakfast at 10:30am. The customer's bg level lowered from 176 mg/dl to 119 mg/dl. The customer indicated that they had over-delivered insulin, as both a correction bolus and a food bolus had been delivered several hours prior to eating. During troubleshooting with tandem technical support, the customer disconnected from the pump and took two glucose tablets followed by another two glucose tablets. At the end of the call, the customer's bg level had increased to 143 mg/dl. It was recommended that the customer consult the healthcare provided to discuss settings and factors that may affect bg levels.